Manufacturer narrative:
Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Health effect - clinical code: 4581 eye anatomy issue. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that some complaints were received from this production order. These complaint issues reported are not related. Based on complaints history results, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's left eye, was removed and replaced during the same procedure. The surgeon changed lens to a different a non-johnson & johnson lens due to eyeball size. Pseudoexfoliative (pxf) resulted in unstable sac and 40 percent zonular loss. Vitrectomy was performed. Current patient status was reported as unknown. The suspect iol was discarded. No other information is available.